Manufacturer narrative:
Unit was received with normal operating currents and no unexpected low battery alarm noted. Power loss alarm, replace battery alarm, replace battery now alarm and power error 25 confirmed in the long trace. Power loss alarm occurred after the pump error 25 was cleared. Detail trace analysis confirmed the pump alarmed replace battery alarm, replace battery now alarm and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at printed circuit board. Pump was monitored and functioned properly. Unit was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer is reporting via phone call that he received four power error alarms since midnight. He stated that his blood glucose was 288 mg/dl this morning and declined troubleshooting. The customer had previously called for other battery-related issues. He said that the power error alarms did not occur during the rewind/load reservoir/fill tubing process. The insulin pump is being returned for analysis.